Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: control panel failure. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the flushing pump having poor water supply is likely due to a component failure of the pump head. The control panel failure is caused by a component failure of the control panel. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flushing pump was broken and water came out when stepping on the foot switch. The issue was found during preparation for use for a diagnostic gastroscopy procedure that was completed with a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flushing pump was broken and water came out when stepping on the foot switch. The issue was found during preparation for use for a diagnostic gastroscopy procedure that was completed with a similar device. There were no reports of patient harm associated with the event.